Manufacturer narrative:
This report has been identified as b. Braun medical internal report number 400499084. Multiple unsuccessful attempts were made to obtain a sample and/or lot number. Without the actual device, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "the .2-micron filter attached to the IV infusion set was noted to be leaking mid-device, 2.75 hrs into infusion. A small amount of chemotherapy (approximately .5ml) was noted on the device and resting against the patient's skin."